Manufacturer narrative:
The bipap a40 pro (cax3100s12) is substantially similar to the bipap a40 (1111169) and will be reported in the united states under bipap a40, 501k number: k121623.

Event description:
The manufacturer received information alleging a bipap a40 pro ventilator inoperative condition occurred. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A supplemental report will be submitted when the manufacturer's investigation is complete. Fsn fsn-2023-cc-src-039.

Manufacturer narrative:
The manufacturer previously reported information alleging a bipap a40 pro ventilator inoperative condition occurred. There was no harm or injury reported. The device has been returned to the manufacturer, but the evaluation has yet to begin and/or completed. At this time, we are unable to confirm the alleged malfunction. If more information is received, a follow up will be filed. A final report will be submitted at this time.

Manufacturer narrative:
The manufacturer previously reported information alleging a bipap a40 pro ventilator inoperative condition occurred. There was no harm or injury reported. The device has been returned to the manufacturer and the device has been replaced, but the replacement is on backorder/hold but there is no estimated time of arrival of when it will ship. There is no documentation stated on the evaluation details. At this time, we are unable to confirm the alleged malfunction. If more information is received, a follow up will be filed. A final report will be submitted at this time.